Event description:
Same case as #60000089-2006-00173. During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The lesion was located in the non tortuous circumflex (cx) artery. The cx measured 3.0mm. The target area was predilated with an unknown size balloon. Two taxus liberte' drug eluting stents were placed in an overlapping fashion. The 2.5x24mm taxus stent was positioned in the distal cx and deployed at 12 atm's. While trying to remove the stent delivery system, the physician experienced resistance pulling at the balloon. The 3.0x24mm taxus stent was then positioned, in an overlapping fashion, at the proximal portion of the previously placed stent. The stent balloon was inflated to 9 atm's. The physician experienced withdrawal difficulty once again. It was reported that the 'guide catheter jumped into the left main vessel but was well handled'. No patient complications occurred. Pt status is satisfactory. Being reported as this is only an ous approved device but a similar device is us marketed.